Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for pulse generator change out in backup vvi mode. The device was explanted and replaced successfully. No patient symptoms were reported.